Event description:
Info received indicates, the head section will drift down after being raised.

Manufacturer narrative:
The tech cleaned and degreased the head drive brake assembly to repair the bed.